Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set (ts) was found leaking while in the closed position during use. The home patient (hp) noticed solution on their clothing after disconnecting from the set up. The ts was in the 'closed' position and had a cap in place when they noticed the leak. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. The hp had gone to the clinic to have their ts replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.